Event description:
Boston scientific crm received information that this device was explanted because telemetry with the programmer could not be maintained. A boston scientific field representative reported the device was functional, but device data and diagnostics could not be accessed due to telemetry dropping out within a few seconds of being established. There were no adverse patient effects. Device return is pending.

Manufacturer narrative:
This report will be updated if additional information is received or when analysis is conducted.

Manufacturer narrative:
The device's stored memory was reviewed and evaluated by boston scientific's post market quality assurance laboratory. Detailed analysis found that built-in device self-diagnostics detected unexpected changes in certain locations of device memory that control episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. The processing performed during this warm reset was appropriately executed; however, a firmware design issue prevented the device from initializing specific data variables used to control episode data. Eventually, the uninitialized data variables prevented new tachycardia episodes from being properly recorded and resulted in the device resetting during the onset of an episode of tachycardia. Consequently, the ability of this device to deliver tachycardia therapy was compromised. Following a reset, the device performed as intended.